Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 44 mg/dl, which was treated with food. Customer reported to have received a meter bg now alarm. Customer was educated on calibration factor. Customer declined troubleshooting for low blood glucose.